Event description:
The affiliate reported that the system stopped working during surgery and displayed two system messages. The surgery was completed. No pt harm and no significant procedural delay was reported. Four cases were cancelled.

Manufacturer narrative:
The company service rep examined the system and found a fluidics transducer error. The pcb was reseated. No parts were replaced and no samples will be returned for evaluation. The complaint history was reviewed and there were no other similar complaints reported for this system during the last 24 months. (Error message given), labeled. This report was mailed to FDA on: 08/06/2009.